Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost effective therapy. Diagnostics discovered multiple contacts with high impedance. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The event of high impedance was reported to abbott. The patient underwent surgical intervention for a full system explant and replacement. It was physician preference to change the ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored postoperatively.